Event description:
It was reported that during treatment the versajet ii hand piece was spattering at the distal tip. Three hand pieces had this issue for this console. No back-up was available so treatment was completed with pulse lavage. No patient harm reported.

Manufacturer narrative:
The device that was used in treatment was not returned for evaluation, with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. The associated risk files contain the reported failure/harm or event. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. A clinical/medical assessment was performed and determined no further actions are required. Factors that are known to contribute to the alleged fault/failure may be an obstruction of the evacuation orifice or an obstructed waste evacuation tube. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.